Manufacturer narrative:
Analysis of the desktop charger (serial number (B)(4)) found that the connector pins were broken. (B)(4).

Manufacturer narrative:
Supplemental to update codes, conclusion code no longer applies, conclusion code applies to the desktop charger (serial number (B)(4)).

Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot# serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was consumer received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) was not charging and showed the warning screen to plug the insr into the wall. The connector pin looked like it was shifted to one side a little bit and bent. The implantable neurostimulator (ins) had been dead a couple of days ago. There was reported to be a sudden change in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.